Event description:
It was reported that, "the surgeon accidentally implanted the v40 head orthinox with the super secur fit to the patient. He is not planning a revision surgery to change from the v40 head orthinox to the v40 taper vit head at this time."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.